Event description:
While using a softouch pigtail flush catheter the doctor failed to remove the straightener from the catheter and inserted it into the patient. This was not noted by the doctor until he was unable to get the pigtail to curl in the aortic arch. This required three subsequent attempts before the straightener was successfully retrieved.